Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and sensing following implant earlier that day. Impedance and threshold testing returned satisfactory measurements but capture could not be confirmed with subsequent testing. A revision procedure was performed at which time the lead was repositioned. No adverse patient effects were reported. This lead remains in service.